Event description:
In 2001 the account reported a hemoglobin of 6.8 g/dl which was obtained from the open mode on the cd1700. The sample was repeated in the closed mode and was 12.2 g/dl. There was no impact to patient management and no injury was reported.